Event description:
It was reported that a gamma nail was discovered broken on a trauma patient. Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received, will be reported on a supplemental report.